Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 193 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed due to a faulty connector on the radio frequency board. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.